Event description:
It was reported that a female patient underwent a breast augmentation surgery with a 375cc mentor memorygel breast implant. Post-operatively, the patient was seen for a revision surgery. During the revision, it was found that the patient¿s left prosthesis was ruptured. As a result, the patient underwent removal and replacement with a 425cc mentor smooth round moderate plus profile saline breast implant on (B)(6) 2023. There were no surgical delays or patient consequences reported due to the rupture discovered during the revision surgery.

Manufacturer narrative:
Mentor received a photo of the explanted device for analysis. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. The complaint device has been discarded.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).